Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery, they noticed a scratch on lens periphery to central button after implantation. Lens was left implanted.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11 the product was not returned. The file indicates the intraocular lens (iol) is still implanted. A provided photo shows the iol implanted in the eye. The optic has what appears to be a deep scrape mark or stutter type scratch on the anterior surface of the lens near the center. We are unable to confirm the damage without evaluation of the physical sample. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were provided. Based on our observation of the provided photo, the optic appears to have a scrape or a stutter type scratch on the anterior surface of the lens near the center. It is difficult to make a determination of handling/damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the viscosurgical device (ovd) filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Company IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).